Manufacturer narrative:
(B)(4). The lot was manufactured february 16, 2015 ¿ february 24, 2015. The device was received for evaluation. Visual inspection noted a ruptured bladder. Microscopic examination of the external and internal surfaces of the bladder, rupture line, and stress-member revealed no signs of abnormalities. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred in 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume intermate burst during filling. The reporter stated the device had been partially filled with sodium chloride solution before the event. The rupture occurred while piperacillin-tazobactam was being added to the device. There was no patient involvement. No additional information is available.